Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a threshold suspend alarm on the insulin pump and a high reading on the meter. Customer's current blood glucose level was 151 mg/dl. It was explained that the sensor glucose and blood glucose readings will be close, but rarely match due to how glucose travels in the body. It was also explained that there may be larger differences after meals, bolus delivery, or when arrows are present on the sensor graph. Customer reported that the pump was reading threshold suspend below 40 mg/dl and her blood glucose level was reading 538 to 600 mg/dl. Customer stated there were some arrows on the graph screen. Customer's current sensor glucose reading was 40 mg/dl. Sensor glucose and blood glucose difference is not within an acceptable range. Customer was advised to remove and replace the sensor. No additional information provided.